Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Update january 18, 2019: as per conversation with the sales rep, the stem was not revised. A sleeve was implanted on the existing stem trunnion. It was reported that the patient's left hip was revised due to a shattered ceramic head which in turn damaged the liner. A 32 +5 c-taper biolox head, 32e x3 0° liner, and a securfit max stem were revised.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by inspection of the received image of the explant. Method & results: device evaluation and results: no product was returned for evaluation however one photograph was provided. The photograph shows a ceramic head fractured into several parts. There is blood visible on the fractured parts. Dimensional, functional and material analysis could not be performed as the device not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's left hip was revised due to a shattered ceramic head which in turn damaged the liner. Visual inspection of the received image of the explanted device noted that ceramic head was fractured into several parts. The exact cause of the event could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update january 18, 2019: as per conversation with the sales rep, the stem was not revised. A sleeve was implanted on the existing stem trunnion. It was reported that the patient's left hip was revised due to a shattered ceramic head which in turn damaged the liner. A 32 +5 c-taper biolox head, 32e x3 0° liner, and a securfit max stem were revised.